Event description:
It was reported that the device had an error code in memory that indicates a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
The customer indicated that they have a new therapy pcb assembly on order and will make the necessary repairs upon receipt. The removed assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.